Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a decanav and a and a signal noise occurred on all ic channels on all systems. It was reported that during the operation, the signal interference (noise) was observed on intracardiac (ic) channels. A second device was used to complete the operation. There was no adverse event reported on patient. Signal interference (noise) observed on the ic channels on both the carto 3 system and the recording system. The physician did not have any intact ECG signal available to monitor patient heart rhythm. This issue occurred while the affected catheter was inside the patient¿s body.

Manufacturer narrative:
Device investigation details: a picture was received for evaluation following johnson & johnson medtech's procedures. According to the picture provided by the customer, a signal noise was observed on carto 3 screen. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed based on the picture received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. Note: h6. Investigation findings code of ¿appropriate term/code not available (c22)¿ used to represent the photo analysis results. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 15-aug-2025, additional information was received indicating the physician did have another system available with intact body surface (bs) signals to monitor the patient¿s heart rhythm. As such, this event has been reassessed as a non-reportable product issue. This event is no longer considered to be MDR reportable. Manufacturer's ref. # (B)(4).